Event description:
The facility reported a colleague infusion pump with a malfunction of battery depleted alarm. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a depleted alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries were replaced to correct this condition. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, the root cause was not determined as this device is a baxter owned device and was removed from service. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.